Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facscanto¿ the event rate drops in middle of the run with patient samples. There was no report of patient impact. The following information was provided by the initial reporter: event rate drops to almost zero in middle of run. Additionally, on 2020-10-20 the fse provided the following additional information: event rate drop was seen on patient samples but user would pause the run, perform short term cleaning and then would resume the run as event rate would appear normal.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00209 was sent in error. Event rate error is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd facscanto¿ the event rate drops in middle of the run with patient samples. There was no report of patient impact. The following information was provided by the initial reporter: event rate drops to almost zero in middle of run. Additionally, on 2020-10-20 the fse provided the following additional information: event rate drop was seen on patient samples but user would pause the run, perform short term cleaning and then would resume the run as event rate would appear normal.